Event description:
Facility reported that a pt with large fleshy arms presented for a CT scan. Following venupuncture, the standard drawback of blood was performed and venous access was confirmed. The injector was set a flow rate of approximately 1.4 cc/sec. And a total volume of 140ml of contrast was injected. During the scan no contrast appeared in the area of interest or in the kidneys. There was no visible swelling at the injection site, but a mass of fluid was palpable at depth in the tissue. The radiology department was not aware of subsequent treatment or pt condition.